Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead thresholds rose suddenly to high levels. Lead movement was also indicated. The lv lead polarity was reprogrammed and the lead remains in use. The patient is a participant of the product surveillance registry. No patient complications have been reported as a result of this event.